Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 99 mg/dl on customer's meter and 305 mg/dl on professional meter. L1 quality control was run and out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.